Event description:
It was reported that the user experienced an occlusion-related infusion issue during a supply change, received an unable-to-proceed alert, and subsequently performed a dry run that delivered 165 units without resistance; the event was associated with consecutive stalled motor behavior and resolved after replacing supplies. Symptoms included no reported change in blood glucose. Outcomes included no hospitalization, no medical intervention, and no impact on daily activities. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the issue resolved after a full supply change with no defects noted in the removed components. It was concluded that the infusion set and related disposable components were the likely contributors to the occlusion, with the pump system functioning as designed following supply replacement.